Event description:
User received discrepant calcium results for seven pt samples while performing a comparison study of 45 samples between analyzers. All results are in mg per dl. Sample 1, initial result was 8.9, repeat result 8.0. Sample 2, initial result was 8.0, repeat result 7.3. Sample 3, initial result was 7.4, repeat result 6.7. Sample 4, initial result was 9.5, repeat result 8.5. Sample 5 initial result was 9.3, repeat result 8.4. Sample 6, initial result was 8.1, repeat result 7.4. Sample 7, initial result was 8.4, repeat result 7.6. Erroneous results were not reported.

Manufacturer narrative:
The user stated she had changed the sample probe as it was bent. The technical service rep performed a precision and 15 pt correlation in 2009, with acceptable results. User reported no further issues.